Manufacturer narrative:
Date of event is estimated. During processing of this incident, an attempt was made to obtain complete event information; however, no further information was known or received. Date of explant is unknown. A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's system was explanted at an unknown date and for an unknown reason. No further information is known.